Event description:
Medtronic received information from a literature abstract regarding a comparison of new permanent pacemaker implantation rates in patients who underwent transcatheter aortic valve replacement (tavr) using a standard 3-cusp view versus the cusp overlap view. All data was retrospectively collected from a single center between april 2016 and february 2020. Of the 520 patients included in the study population, 127 underwent tavr using a standard 3-cusp view, while the remaining 393 patients underwent tavr using the cusp overlap view. All patients were implanted with medtronic evolut valves. No patient demographic data or unique device identifier numbers were provided. The rate of new permanent pacemaker implantation was 16.5% among patients who underwent tavr using standard 3-cusp view compared to 7.2% in patients who underwent tavr using the cusp overlap view. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: aljabbary t, et al. Cusp overlap method for self-expanding transcatheter aortic valve replacement. Canadian journal of cardiology. October 01, 2020; 36(10): supplement, s32-s33. Doi: https://doi.org/10.1016/j.cjca.2020.07.078. Earliest date of publish used for date of event. Medtronic product referenced: evolut. Considering the study date range of april 2016 to february 2020, the following evolut valves may have been involved: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt), evolut pro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.